Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. B5, d10 and h6 (health effect impact code- replace with 2199). The device was not returned to olympus for evaluation of the reported issue. Based on the results of the investigation, the presumable cause and the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Troubleshooting efforts were made by the customer and the issue was resolved by cycling the power on their monitor (non-olympus model). The intended procedure was a diagnostic unspecified procedure.

Event description:
It was reported that there was no image when the canvys lcd monitor (non-olympus) was connected to the video system center. A power cycle of the monitor was performed which resolved the reported issue. There were no reports of patient harm or patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.